Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) single dpt kit. IV tubing was cut near the male connector. Drip chamber and entire IV tubing was missing. Tubing cross surface at the cut was straight and smooth. Original packaging was not returned with the unit.

Event description:
The line connected with the transducer was cut..

Event description:
The device only provided stimulation for one year. It was replaced in 2009. The pt's outcome was reported as "ok'.